Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown, as information was requested but not provided. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation as it was discarded following the explantation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the female patient is not happy with their intraocular lens (iol). Patient indicated that they cannot cope with it. Trough follow-up we learned that the main issue was experiencing strong halos. The iol was explanted and a competitor's lens was implanted. The iol was discarded upon removal from the eye.